Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a transfer set was damaged and the blue pull ring was disconnected. This was found before peritoneal dialysis therapy. The transfer set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye noted a loose blue pull ring cap inside opened pouch. The reported issue was verified. The cause of the condition was undetermined. However, there were no evidence of damage to the unit. The reported problem of damaged was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.